Event description:
This event involves a male patient who experienced "controller failed" alarms approximately thirty eight (38) months post heartware lvad implantation. The patient was able to exchange his controller. There was no reported patient injury.

Manufacturer narrative:
The details surrounding this event have been requested but have not been forthcoming as of the date of this report. Investigation is ongoing. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. These included, but were not limited to, visual and functional examination, review of controller log files by heartware clinical field engineers. Based on review of all the available information, the reported event is confirmed. However, the root cause could not be determined . No additional information will be forthcoming.